Event description:
An abbott customer service and support (css) was contacted with regard to abnormal low results generated on one pt using a cell-dyn 1200 analyzer. An initial run yielded the following results; wbc=9.8 k/ul, rbc=2.46 m/ul, hgb=8.1 g/dl, and plt=28.6 k/ul. Repeat results using the sample (platform not provided) yielding correct results; wbc=11.3 k.ul, rbc=4.15 m/ul. Hgb=13.6 g/dl, and plt=17.2 k/ul. Service was dispatched to resolve the issue. No impact to pt management was reported.